Manufacturer narrative:
The factory has not yet received the device for evaluation and this complaint is still under investigation.

Event description:
The customer reported that the unit didn't power up correctly. It was making a strange sound during charging.